Manufacturer narrative:
The investigation was unable to determine a direct root cause. The service actions appear to have resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The creatinine plus ver.2 reagent lot number is 84777601, and the expiration date is 30-sep-2025. A field service engineer (fse) checked the main water pump pressure, gear pump head pressure, replaced reagent probes, and a sample probe. He completed all of the adjustments for the new probes. The fse completed all required testing and checks and completed a hardware check by completing test performance on the instrument; all results passed. The investigation is ongoing.

Event description:
There was an allegation of a questionable creatinine plus ver.2 result from the cobas 8000 cobas c 701 module. The initial result was 2.09 mg/dl, and the repeat result was 0.73 mg/dl. The repeat result was deemed to be correct. The initial results were repeated because they were questioned and were not released outside of the lab.